Manufacturer narrative:
Date sent: 10/10/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips did not advance properly, causing them to malform. Another device was used to complete the procedure. There was no adverse consequence to the pt.